Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg had flipped which resulted to difficulty charging. The patient underwent a revision procedure wherein the ipg was replaced and a perc lead was added. The patient was doing well postoperatively. The explanted device will not be returned as it was kept by the medical facility.